Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer questioned a false positive architect stat high sensitive troponin-I result of 120.40 pg/ml for a patient sample (ID (B)(6)). The same patient was redrawn (sample ID (B)(6)) and the architect stat high sensitive troponin-I result was negative. The initial positive sample was then retested which generated a negative result. No instrument issues were identified. There were no abnormalities noted for the initial positive sample in the pressure monitoring logs. The customer stated it is possible that the sample was not allowed enough time for clotting prior to testing and fibrin may have caused the false positive result. No adverse impact to patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 34079ud00 was identified.